Event description:
A pump alarm was reported during the loading process, but there was no adverse impact on the customer's blood glucose level. The customer experienced recurring cartridge alarms and was unable to resume insulin therapy. Technical support assisted with cartridge loading, confirmed that the pump was under warranty, and arranged for a replacement. The customer was directed to use multiple daily injections as backup therapy. Instructions for returning the faulty pump were provided, and the customer acknowledged these directions.